Event description:
Customer reported that the insulin has a black display after 4 battery changes and no alarms occurred prior. It was stated that the insulin pump does not have physical damage. The device might have been exposed to moisture from working out; he uses belt clip with pouch. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Then he was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; display did not return. Blood glucose value is 157 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. All operating currents are within specification. Off no power alarm functions properly. No blank display noted. No damage found on the lcd connector isolation tape noted. Insulin pump received with moisture damage noted on electronics assembly. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.